Event description:
It was reported that during a rotator cuff repair procedure, after connecting with the generator, it was found that the vapr s90 4.0mm w/integr hdp -ea device had an error code 'output short' was displayed. During an in house engineering evaluation it was found that the device had a melted manifold and sparks. There were no adverse consequences reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual and functional test were performed, as a result; the distal tip is in a used condition and a charred section can be seen at proximal end. The handle, cable and plug assembly were in good condition. Procedural residue visible in suction tube. The hipot active return electrical check failed. The device was unable to activate the ablate function and also an output short was generated and immediately sparked. Coagulation worked as intended. The customer reported that 'error code 'output short' was displayed'. Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibits similar failure modes including output shorting, manifold melting, sparking and arcing during surgical procedure and have been further investigated through a CAPA. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.